Event description:
It was reported that the ilet system stopped dosing soon after the user paired a freestyle libre 3 plus sensor that had already been started on the libre app, resulting in the sensor being in use by another device and therefore not usable with ilet; the user was advised to replace the sensor and to operate in bg run mode or use backup therapy until a replacement sensor was available. No injury or adverse clinical symptoms were reported. Outcomes included temporary interruption of automated dosing with continued therapy via bg run mode and education for use of backup therapy. User support included technical troubleshooting and education regarding cgm compatibility, sensor pairing requirements, and appropriate use of bg run mode. Investigation of this case revealed that the cgm sensor was already claimed by the libre app, preventing ilet from accessing continuous glucose data and triggering dosing stop messaging; the ilet hardware and pump components were not found to be defective. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor pairing and use with another device.